Event description:
The reporter called and alleged a discrepant result when compared to the lab on a new pt to their clinic. The reported device result was 6.6 inr. The corresponding lab result reported was 3.3 inr. The reporter did not state if the pt was treated. The reporter declined product replacement because all other meter to lab comparisons were wonderful.